Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was retained by the customer.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month and a half ago to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was retained by the customer.